Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was 103 mg/dl. Customer loaded a new cartridge to resolve the issue.